Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that hemolysis caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Approximately 2 years and 25 days post transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the patient is being worked up for a valve in valve procedure due to "low implant with pvl causing hemolytic anemia".

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of post-implantation-stenosis was confirmed based on the provided medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 2 years and 25 days post tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the patient is being worked up for a valve in valve procedure due to "low implant with pvl causing hemolytic anemia." Per medical record review. There was trivial prosthesis regurgitation (central), an aortic valve (av) peak/mean gradient of 13/7mmhg, and an aortic valve area (ava) of 0.9cm2 by continuity. The patient is pending consultation for treatment re-do tavr, vascular plug versus open repair." In this case, available information suggests patient factors (hyperlipidemia, ckd) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate hemolysis caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction to h6; impact code, clinical code, device code, type of investigation, investigation findings, investigation conclusion. Update to b1, b5, and b7. Review of the medical records indicate there were no migration issues. Therefore the clinical closure previously submitted is being withdrawn. The review of records found stenosis and paravalvular leak (pvl). The investigation is ongoing.

Event description:
Per medical record review, the 2-year transthoracic echocardiogram (tte) indicated that the left ventricle ejection fraction is 50-55%. Bioprosthetic aortic valve with normal leaflet thickness. No significant regurgitation (central) and trivial paravalvular regurgitation. The transesophageal echocardiogram (tee) indicated that the bioprosthetic aortic valve is well-seated low in the left ventricle outflow tract (lvot). A seal is likely not made because of this. There was trivial prosthesis regurgitation (central), an aortic valve (av) peak/mean gradient of 13/7mmhg, and an aortic valve area (ava) of 0.9cm2 by continuity. The cardiology note stated that the patient complained of increased fatigue, dyspnea, and bilateral lower extremity edema. Subsequently, the patient has had severe aortic valve insufficiency (pvl) and heart failure as well as hemolytic anemia. The patient is pending consultation for treatment re-do tavr, vascular plug versus open repair.